Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump appears to have infused at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump finished an hour before it was supposed to for two nights in a row. Mmdg did follow up with the initial reporter, where they stated that there had been no harm to the patient, and that a replacement pump had been provided to the patient. (B)(4).